Event description:
An investigation report from an implant retrieval center was received and reported that during examination of the rod, the retrieval center found corrosion on the rod. Additionally, wear, scratches, discoloration, and other surface damage was noted and the rod was unable to be distracted. It was reported that the rod was removed as part of a planned removal procedure after the rod had fully extended; there was no adverse patient or user impact associated with this report. No additional information is available. Report 1 of 2.

Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by london implant retrieval centre (lirc). The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.